Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction. Section g4. Of the initial report was incorrectly submitted. Therefore, section g4. Date received by manufacturer for the initial report is being provided. The correct date is february 20, 2020.

Manufacturer narrative:
UDI not required for product code. Implanted date: device was not implanted; explanted date: device was not explanted; phone number- requested, not provided. The actual device was received for evaluation. Visual inspection revealed that the actual guidewire advantage (the actual guide wire) had been stuck in the actual navicross 18 sample (the actual catheter). The second marker band and the inner layer of the catheter had been broken, pushed forward, and entangled intricately inside the distal tip. The actual catheter only was cut circumferentially and gradually from the proximal side so that the cross section of the actual catheter and the actual guidewire surface could be evaluated at each step. The urethane coating of the guidewire was undamaged. No exfoliation of the urethane coating was observed; a green foreign substance was found inside the catheter at 120mm and at 180mm from the distal end of the catheter; the inner layer had been damaged on the section approximately 55mm from the distal end of the catheter (at the proximal end of the second marker band). Red and white substance was found on the guidewire surface located approximately 45mm-65mm from the distal end of the catheter. The distal 50mm in length of the catheter could not be separated from the guidewire. A part of the ptfe coating of the actual guidewire, which had been located approximately 885mm - 905mm from the distal end of the actual catheter, had been sheared off with the exposure of the core wire. Some abrasions were observed near the peeled-off urethane area. Based on this, it is likely that a hard object had contacted and abraded that area. The green foreign substance was examined by ft-ir. It showed ir-spectra similar to those of the ptfe coating on the proximal shaft of the actual guidewire. Based on this, it was thought that the green foreign substance was the sheared-off ptfe coating of the actual guidewire. The red and white substance found on the actual guidewire surface was examined by ft-ir. It showed ir-spectra partially similar to those of protein. The red and white substance was examined by sem-edx. Na, cl and I were detected along with c and o; it is likely that the red and white substance was deposit of solidified blood mixed with physiological saline solution and contrast media. The outer diameter of the proximal shaft of the actual guide wire was measured on the intact section and confirmed to meet manufacturer specifications. Reproductive testing was performed; a factory-retained guidewire advantage was inserted in a mock vessel through a metal needle. Then, the guidewire was exposed to pushing/pulling manipulation in a manner that the guidewire surface was exposed to the open edge of the metal needle. As a result, the ptfe coat was sheared off with exposure of the core wire. Afterward, an attempt was made to insert the guidewire in that state into a factory retained navicross. As a result, the guidewire was advanced through the navicross successfully with no resistance. Another factory-retained guidewire advantage was damaged in the same way as performed in the first reproductive test, a piece of sheared-off ptfe coating was adhered to the guide wire surface intentionally, and then the guidewire was inserted in a factory-retained navicross. This test revealed that the guidewire was stuck in the navicross at approximately 300mm from the distal end of navicross. After given some pulling/pushing manipulation, the guidewire advanced. Subsequently, the guidewire was stuck again at approximately 40mm from the distal end of the navicross where the second marker band was located. After given some pulling/pushing manipulation, the guidewire was advanced further toward the distal tip of the navicross, however, the marker band and the inner layer was not pushed forward. X-ray fluoroscopic inspection of the navicross revealed that the second marker band had been elongated. The navicross was cut for the evaluation of the cross section. Separations of the inner layer were observed on the sections where the guidewire became stuck. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no findings. Review of the cine image revealed that the vessel was significantly tortuous and bifurcated. The guidewire was inserted through a metal needle. After the metal needle was removed, introducer sheath was inserted over the guidewire. The guidewire was pushed out from the catheter, and then, when it was withdrawn, the marker band was found to have been jumbled. Afterward, the jumbled coil became stuck in the tip of the catheter. The guidewire and the catheter were withdrawn together. The state of damage on the first-used guidewire advantage could not be confirmed from the cine image. IFU states: do not manipulate or withdraw the guidewire advantage through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the shearing of the ptfe coating of the actual guidewire sample occurred when it may have been exposed to a hard object (e.g. Metal needle) and abraded. It is likely that the second marker band and the inner layer of the catheter may have become damaged and entangled around the guidewire due to one of the following mechanism, which resulted in the actual guidewire having been stuck in the actual catheter: due to the adhesion of the sheared-off ptfe coating of the actual guide wire or the deposit of solidified blood mixed with physiological saline solution and contrast media, the actual guidewire got stuck. Subsequently, when it was subjected to pushing/pulling manipulation, the second marker band and inner layer of the catheter were broken and pushed toward the tip of the catheter; the marker band and the inner layer of the actual catheter might have been damaged due to the first-used guidewire advantage, which might have been broken. Subsequently, when the second (actual) guidewire was inserted in the actual catheter, it pushed the second marker band and the inner layer toward the tip of the actual catheter. However, since the state of the first-used guidewire could not be evaluated, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved radifocus glidewire advantage was used during the peripheral intervention procedure. Peripheral pta procedure with tibial access using a 4fr introducer. During the maneuvers the guide became stuck in the catheter and both had to be removed. They changed the device to 035 system (35 navicross + rf-gw). No parts of the gw were loose inside the patient. The glidewire was fully retrieved. The procedure outcome was not reported. The patient was not harmed. Based on investigation by terumo corporation on 16mar2020, the guidewire advantage was found to have damage; the ptfe coating had been peeled off.